Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR reports: 1627487-2013-12880 and 1627487-2013-12882. It was reported the pt experiences pain at the ipg site due to the ipg being superficial. The pt also experiences headaches and nausea when stimulation is on. The physician assistant has recommended a CT scan. The pt also reported she has not used or charged the system for over 6 months. Note: the pt has two leads, from different lots, and one is placed occipital (off-label use).